Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, indicating that the patient has been experiencing blood glucose levels as high as 534mg/dl with headaches. The pump has reportedly been emitting auto off, occlusion and call service alarms which the patient has not responded to. The patient reportedly will not respond for 2 hours after the auto off alarms and once did not respond for 4 hours. There is reportedly no issue with the pump. This report is being made based on the indication that the patient experienced elevated blood glucose levels related to use error.